Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning as intended. Reportedly, the wake button appeared to be stuck down. It was reported that the touchscreen did not illuminate when plugged into a power source and the customer was unable to access any pump features. The customer's blood glucose level was 400 mg/dl and was addressed with manual injections. It was confirmed that the customer had an alternate method of insulin delivery available.